Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device. The device was returned to a third-party service center for evaluation. During evaluation, foam particles were observed within the device assembly. No error codes were found within the device log history. The foam particles were observed inside the blower kit. The device also had a scratched ui (user interface) panel, scratches on the upper enclosure, and damaged buttons on the upper enclosure. There was no serious patient harm or injury. There was no medical intervention reported.